Event description:
On 09/2007, MRI revealed evidence of screw in tibia which created a large segment of osteolysis with particulate debris extending from the tibial tunnel into the anteromedial soft tissues, creating a focal soft tissue mass at the anteromedial margin close to pes anserine bursa. MRI showed screw extended out through tibial tunnel presenting as a ganglion at anteromedial margin of knee. On the following month, left kee arthroscopic synovial debridement, removal & debridement of hardware and partial lateral release. Screw was encountered as was noted to be completely dissolved into a chalk-like consistency and was removed. Initial surgery was performed on seven months prior to original date.

Manufacturer narrative:
Product recall initiated on august 21, 2007.